Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult dual-heated evaqua2 breathing circuit was received at fisher & paykel healthcare (f&p) in new zealand where it was visually inspected and analysed. Results: visual inspection of the returned rt380 adult dual heated evaqua2 breathing circuit confirmed that the patient end evaqua2 collar was cracked. Scanning electron microscopy (sem) analysis showed characteristic of environmental stress cracking tree ring patterns were observed along the fracture surface indicating significant exposure to an incompatible chemical. Conclusion: we are unable to determine the cause of the reported event. However, based on our investigation, the crack is most likely due to extensive exposure of collar to an incompatible chemical resulting in environmental stress cracking. All rt380 adult dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject circuit would have met the required specifications at the time of production. The user instructions that accompany the rt380 adult dual-heated evaqua2 breathing circuit circuit states: - "do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher and paykel healthcare (f&p) field representative, that the expiratory limb connector of a rt380 adult dual-heated evaqua2 breathing circuit was found damaged. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). The complaint rt380 adult dual heated evaqua2 breathing circuit is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher and paykel healthcare (f&p) field representative, that the expiratory limb connector of a rt380 adult dual-heated evaqua2 breathing circuit was found damaged. There was no reported patient consequence.